Event description:
It was reported that high and undefined impedance was observed on the right atrial (ra) lead. The lead remains in use. No patient co mplications have been reported as a result of this event. It was further reported that the ra lead exhibited a fracture and high thresholds. The ra lead was explanted and replaced. It was reported that the right ventricular (rv) lead was prophylactically replaced due to a system upgrade. The rv lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2020, explanted: (B)(6) 2024 , 5076-45 lead implanted: (B)(6) 2002, explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.